Event description:
Bio-med has detected a problem with IV tubing 2c6537, lot # si382325r. They are experiencing error code 803-01 with tubing with this lot # when used with the colleague pump. This was discovered when the transplant ctr called reporting that they couldn't get numerous colleague pumps to run. Failure 803 would occur. Reviewed pumps and duplicated problem. Spoke with baxter problem appears to be the tubing set. 7/2002 baxter qa reports: this lot number is on hold. They found a couple of lots of tubing that they used the wrong tubing to assemble the product. 7/2002 per baxter qa: there is not an official recall on this lot at this point and it has not been filed with the FDA as there have been no pt incidents.